Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the dallas pod and rfid pod assemblies were inspected, and no faults could be identified. As a result of these findings, fa concluded that the dallas pod and rfid pod assemblies in the usm are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex d has been updated.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer encountered an issue with the universal surgical manipulator (usm) 4 not engaging the sterile adapter. The issue occurred with two drapes and resulted in the customer undocking the usm 4 and completing the case with three usms. An intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through reseating the sterile adapter and the status of the usm turned blue. Tse shared that the usm was not sensing the sterile adapter to be fully seated. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked prior to start and there were no issues. The issue did not cause a surgical delay nor any complications with the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.